Event description:
A us distributor reported a battery charger was not powering on.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on) was confirmed. Upon investigation , the charger was resetting due to an internally shorted u13 cmos flash microcontroller on the bedside board being internally shorted. The root cause of the shorted microcontroller was unable to be positively identified. There were no adverse events associated with the charger malfunction.